Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited white foreign material in air/water cylinder and tube, discoloration inside the light guide lens. Additionally, foreign material was found inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Based on the results of the investigation, the foreign material could not be identified, there were no deformations where the foreign material was found, and reprocessing was done according to the IFU. A definitive root cause of the foreign material in the scope could not be determine. The device was returned to olympus for inspection, and the reportable malfunction was confirmed.